Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully completed the process without recurrence of the issue. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs.